Event description:
Reportedly during a pacemaker check on (B)(6) 2012, due to patient dizziness pacing failure was suspected (programmed settings: vvi/70ppm, output 5.0v/1.0ms). Pacing threshold was 3.75v/1.0ms, r wave amplitude was 2.5-3.18mv and the impedance was 483ohms. The device was checked while the patient was sitting, standing and lying on side position; however threshold fluctuation or pacing failure could not be confirmed. No anomaly wa also observed on x-ray photo. The output was subsequently programmed to 7.5v/1.0ms. A pacemaker revision was performed on (B)(6) 2012. The device was re-programmed from vvi/70ppm to 40ppm and a spontaneous rhythm of 45-50bpm was confirmed. The pacing system was extracted from the pocket and a new lead was implanted. While the lead was positioned in the upper ventricular septum, pacing failure was observed when the patient attempted a deep breathing with an output of 1.5v (pacing threshold 0.8v0.4ms, r wave amplitude 2.5-3.3mv). The lead was then re-positioned into the lower septum and no anomalies were noted. Satisfactory measurements were obtained: threshold 0.6v/0.4ms, r wave amplitude 20mv and impedance of 677 ohms. The lead was then connected to a new pacemaker.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.